Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. It was reported that the patient was hospitalized prior to passing away due to a fall resulting in broken hips. The patient was hospitalized at the time of death. The cause of the fall was not reported. The patient suffered a stroke and was put into a coma during the hospitalization. It was reported that the patient had an infection but there was no information on the type of infection or of treatment provided for the infection. It was not reported if peritoneal dialysis (pd) therapy was ongoing prior to or at the time of death. It was not reported if pd therapy with a homechoice (hc) device was being performed at the time of death. It was reported that the patient suffered brain death and was on life support until the family decided to discontinue treatment and remove the patient from life support. The cause of death was reported to be septicemia and it was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a follow up report will be submitted.